Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the issue via tfs defect 526466. Many attempts were made to request the return of the catheter involved with the reported incident. We did not receive the catheter and were unable to confirm or reproduce the issue based on the information provided. No investigation could be performed.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the catheter generated a poor image quality. The user replaced the catheter and the reported issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported complaint but with no results.